Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 190-320mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Reviewed meter memory: 313mg/dl, (B)(6) 2015, 06:58:00 pm, fasting: yes; 28 mg/dl, (B)(6) 2015, 06:23:00 pm, fasting: yes; 289mg/dl, (B)(6) 2015, 11:41:00 pm, fasting: yes; 252mg/dl, (B)(6) 2015, 09:04:00 pm, fasting: yes; 210mg/dl, (B)(6) 2015, 06:41:00 pm, fasting: yes. Customers concern with 28mg/dl (B)(6) 2015 at 6:23pm adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 190-320mg/dl fasting. Verified the strips expire 04/30/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Reviewed meter memory: (B)(6). Adverse event not reported.